Event description:
The rptr called lfs due to the wrong unit of measure (mmol/l on their family member's meter. The rptr mentioned that their family member usually tests their family member's blood glucose; however, does not test their family member on a regular basis as they should. The pt experienced frequent urination and was not feeling well; therefore the rptr took them to see their physician. The rptr did not test the pt prior to visiting the physician. The physician tested the pt and received a reading in the 300's and adjusted the pt's oral medication. The rptr did not know what oral medication their mother was taking; however, knows for a fact the physician increased the medications. The rptr mentioned that the meter was previously set to the correct unit of measurement and the rptr or their family member had not changed the unit of measurement through the meter settings. Therefore, there is an indication that the unit of measurement spontaneously changed from "mg/dl" to "mmol/l".